Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. The device was emitting beeping tones, but the patient waited for the scheduled follow-up. It was noted the shock impedance had increased from 100 ohms to 125 ohms, but now was at 150 ohms. Other lead diagnostics were normal. Device data was submitted to technical services for review. The shock impedance measurements had been gradually increasing over the past year. It was recommended to perform troubleshooting to evaluate the lead integrity, by having the patient perform movements and by manipulating the device pocket. An x-ray could be done to observe any anomalies in the conductor or insulation. The final test to ensure appropriate function would be to deliver a 1.1 joule and a 41 joule shock. The device and lead remain in service. No adverse patient effects were reported. Requests were made for the field representative to obtain the outcome of troubleshooting and the resolution for this case. Despite efforts, no additional information was able to be obtained. Additional information was received. The physician reported that the ICD had reached elective replacement indicator (eri) battery status and they were planning for the replacement procedure. The shock impedance measurements were still high, out-of-range, at about 190 ohms. Technical services discussed testing the chronic rv lead by delivering a 1.1 joule shock with the old device, to see if the impedance measurement would decrease. If it remained high, it was recommended to replace the lead during the device replacement. The ICD was explanted and replaced two days after the troubleshooting recommendations were provided. It was not reported whether any lead testing was performed; the rv lead was surgically abandoned and replaced during the device replacement procedure. No additional adverse patient effects were reported due to the surgical intervention. The explanted ICD was not planned to be returned.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The lead was surgically abandoned and was unable to be returned for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. The device was emitting beeping tones, but the patient waited for the scheduled follow-up. It was noted the shock impedance had increased from 100 ohms to 125 ohms, but now was at 150 ohms. Other lead diagnostics were normal. Device data was submitted to technical services for review. The shock impedance measurements had been gradually increasing over the past year. It was recommended to perform troubleshooting to evaluate the lead integrity, by having the patient perform movements and by manipulating the device pocket. An x-ray could be done to observe any anomalies in the conductor or insulation. The final test to ensure appropriate function would be to deliver a 1.1 joule and a 41 joule shock. The device and lead remain in service. No adverse patient effects were reported.